Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for investigation. A connection loss was reported to have occurred for transmitter (B)(4). Data investigation confirmed a connection loss on 12-30-2017 for transmitter (B)(4). The root cause could not be determined post investigation.